Manufacturer narrative:
Evaluation summary. Quality assurance analysis revealed that the sds was returned without blood. There was contrast visible in the guide wire lumen, inflation lumen, and balloon. There were crimp marks on the balloon between the markers. The balloon was loosely folded. The outer member at the proximal end of the bayonet was collapsed onto the bayonet for a length of 2.5 mm causing the outer member to form a bubble on the back side of the proximal end of the bayonet. At this same location, the bayonet also appeared to be pinched. The intermediate shaft material appeared to be collapsed at 4 cm distal to the guide wire exit notch. There was no other damage noted to the sds. A new indeflator filled with water was used to pressurize the balloon and the balloon partially inflated. An attempt was made to deflate the balloon but the balloon would not deflate. Multiple attempts were made to inflate and deflate the balloon but it would still not deflate and would partially inflate. The sds was left at negative pressure over night to attempt to deflate the balloon. After being at negative pressure over night, the ballon still did not deflate. Product performance engineering reviewed the incident info and the analysis of the returned sds. It was reported that the balloon was slow to inflate, the stent dog- boned and the balloon would not full deflate. The analysis of the ultra noted crump marks on the balloon between the markers; however, the balloon was not able to fully inflate or deflate with a new indeflator. Further, investigation revealed two potential manufacturing issues. First issue, the notch of the hypotube appeared to be pinched, with the lumen collapsed in the same area. Second issue, it appeared that the necked portion of the intermediate shaft may not have been trimmed to the appropriate length. One or both of these issues are potential causes of the inflation/deflation issue. It is suspected that these issues most likely occurred during the manufacturing process. Further investigation will be tracked in a field discrepancy notice (fdn). A review of the finished device lhr did not reveal any non-conformities. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: faiure to deflate has caused or contributed to pt injury previously. Device issue: failure to deflate. It was reported that the ultra stent delivery system (sds) balloon took more than 3 minutes to inflate. The balloon did inflate at both ends first, causing the stent to deploy in a dog-bone shape. A manual 20 cc syringe was then used, but was unsuccessful in deflating the balloon. A 150 cc power-injector syringe was then used and after several attempts, the balloon was deflated to about the size of a 3.5 balloon and was removed. A 5.0 x 15 mm powersail balloon catheter was used to post-dilate the stent. The pt experienced st elevation during the difficult removal of the sds which took about 15 minutes to remove. The st elevation resolved itself after the sds was removed. Reportedly, there were no other pt effects. No additional event or pt info is available.